Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, sound merge was conducted. After that, transseptal puncture was performed using brockenbrough (bb) method and the sheath was inserted into the left atrium. During bb, aorta was not recognized ahead of needle on echo. Blood pressure at entering room was 160 mmhg. During the ablation phase on the left pulmonary vein (lpv), the patient¿s blood pressure dropped to 70mmhg. The echocardiography was not checked as the physician judged the drop-in blood pressure was due to the patient was asleep because of the anesthesia. The procedure continued for about an hour and a half. When the ablation was conducted on the roof of right pulmonary vein (rpv), the patient¿s blood pressure dropped to 50mmhg. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to remove about 450cc of fluid from the pericardium. Blood pressure recovered, and the patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization. Patient¿s outcome is improved. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30073239l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: biosense webster, inc product - soundstar eco catheter, lot #: g9077171, u.s. Catalog #: 10439236. Biosense webster, inc product - pentaray nav eco catheter, lot #: 30063001l, u.s. Catalog #: d128211. Biosense webster, inc product - lasso nav catheter, lot #: 30060340l, u.s. Catalog #: d134301. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, sound merge was conducted. After that, transseptal puncture was performed using brockenbrough (bb) method and the sheath was inserted into the left atrium. During bb, aorta was not recognized ahead of needle on echo. Blood pressure at entering room was 160 mmhg. During the ablation phase on the left pulmonary vein (lpv), the patient¿s blood pressure dropped to 70mmhg. The echocardiography was not checked as the physician judged the drop-in blood pressure was due to the patient was asleep because of the anesthesia. The procedure continued for about an hour and a half. When the ablation was conducted on the roof of right pulmonary vein (rpv), the patient¿s blood pressure dropped to 50mmhg. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to remove about 450cc of fluid from the pericardium. Blood pressure recovered, and the patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization. Patient¿s outcome is improved. There were no factors cited that might have contributed to the adverse event. The physician commented that some strong contacts were observed during rpv bottom ablation. There¿s a possibility that the cause of the adverse event was related to the procedure; however, the specific causal relationship is unknown. No error messages were observed on any bwi equipment during the procedure. The generator was used in power control mode during the procedure.